Event description:
Customer reported that a malfunction occurred with pump after it fell off desk during an update and became disconnected from cable. There was no adverse impact to customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.